Manufacturer narrative:
The probable root cause of the complaint appears to be a transient connectivity or engagement issue involving arm 4¿s tool tracker or instrument interface, likely resolved by reseating components or rebooting the system. The field service was unable to reproduce the issue during testing, and the system was verified to be ready for use, indicating no persistent hardware failure was detected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue. The fse installed instruments on system and was not able to duplicate the reported issue. The system was tested and verified for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported that arm 4 was doing the opposite of what they wanted. The tse recommended that the customer reseat the instrument and sterile adapter and verify that the five disk/wheels on the sterile adapter were springy/spongy. The customer stated that they had tried reseating the sterile adapter and instrument before calling in, as well as trying a new instrument but the issue remained. The tse recommended pressing the e-stop and then recovering, attempting to re-drape arm 4, or performing a system reboot. The customer stated that the surgeon was working through the case and not using arm 4 at this time. The customer also stated they would perform a hard reboot on the system after the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that there was non-intuitive motion on arm 4. The instrument on arm 4 was a prograsp forceps instrument. Even after trying a new instrument, the instrument was moving in the opposite direction. There was no injury/harm to the patient. Since the issue was with arm 4, it was disabled and the procedure was completed robotically.